Event description:
It was reported that during implant attempt, the physician was unable to position the right ventricular (rv) lead (5076-576). When the lead was removed, the coil appeared stretched and blood was present under the insulation. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage.